Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. Through fluoroscopy, it was also noted that the right ventricular lead appeared to be externalized. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.